Manufacturer narrative:
H4 device manufacturing date: in the initial report the manufacturing date was noted as jul 31, 2005. The correct manufacturing date is aug 31, 1998. Device evaluation: the system was evaluated by a field service engineer (fse). The fse observed the reported communication failure error and resolved the issue by replacing the high voltage printed circuit board and alternating current power controller. Laser is operating within specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight: unknown as information was asked but it was not provided. (B)(6). (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported a "high voltage communication printed circuit board communication (hvc) (pcb) failure error during a treatment. The error occurred after the laser fired. The customer initiated reset to clear the error. The procedure was partially completed. Surgery on patient will need to be completed another day.